Event description:
According to the reporter, during thoracoscopic right pulmonary segmentectomy on the tissue near the lung, the device got stuck when the trigger/blade lock was pulled and did not return. Another device was used with the same generator. There was no patient injury. Photograph received and showed that the knife blade was exposed.

Manufacturer narrative:
D10 concomitant product: vlft10gen ft series energy platformx1 (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted an eschar buildup on the seal plate. Functional testing found the device's jaw opening and closing mechanism was functioning properly. The knife cut of the device was tested on a silicone test strip with unacceptable results. The blade move smoothly along the knife track. The knife was inspected under high magnification and damages was noted to the knife blade. It was reported that the knife blade did not advance or difficult to advance; the knife blade did not retract and was exposed. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of knife damage and improper cleaning. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: avoid grasping objects, such as staples, clips, or encapsulated sutures in the jaws of the instrument. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.